Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the health care provider (hcp) via clinical study, regarding a female patient receiving intrathecal hy dromorphine 5.0mg/ml at 0.4360 mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. It was reported that the patient was experiencing medication side effects of "too much medication," symptoms were loss of balance and auditory and visual hallucinations. A refill was done on (B)(6) 2014. The pump was reprogrammed on (B)(6) 2014, where the dose was decreased to 0.3925mg/day. After the decrease, it was noted that the patient was doing well. The event was noted to have resolved without sequelae on (B)(6) 2014. It was noted that the event was possibly related to the drug (increased dose). The severity of the event was noted as moderate/not serious.